Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the tri-funnel replacement device was confirmed and the cause appeared to be supplier related. One 20fr tri-funnel replacement device was returned for investigation. The device did not exhibit discoloration or wear from use. A functional test revealed no leaks in the balloon or along the shaft of the tri-funnel device. After filling the balloon with 20cc of water and removing syringe, it was observed that fluid was slowing bypassing the green valve stem and filling the yellow valve housing. After 5 minutes, approximately 1ml of water leaked through the valve. The complaint sample was forwarded to the manufacturing facility for further review. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that water leaked from the balloon as soon as the syringe was removed. No other information was provided. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that water leaked from the balloon as soon as the syringe was removed. No other information was provided. No patient injury reported.